Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique ( tensioning angle not coaxial) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that suture placement in an unspecified access site was attempted with a prostyle device using the pre-close technique via an 18f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of one prostyle device was successfully pre-placed. The sheath size remained an 18f and the tavr procedure was completed. Reportedly post procedure, the suture was advanced to the vessel tightened as intended. The suture trimmer was then placed below the knot and cut suture below the knot. The device was replaced with a new prostyle device, however, the same failure occurred. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.